Event description:
Dealer advised end user advised scooter is fully charged goes from one room to another a couple of times and scooter stops, no injury, dealer could not provide any further information.